Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: d284trk ICD implanted: (B)(6) 2010; 4196-88 lead implanted: (B)(6) 2010; d284trk ICD implanted: (B)(4).

Event description:
It was reported that the r-wave measurement trend showed many days with no measurement and a low r-wave. The r-wave measurements were noted to be intermittent for over one year. While in the office, the patient manual measurements were "satisfactory." The lead remains in use. No patient complications have been reported as a result of this event.